Manufacturer narrative:
(B)(4). The device and a non-baxter set were received for evaluation. Visual inspection revealed that the assembly of the membrane tube was ripped from the bag. The reported condition was verified. The cause of the issue was determined to be adhesion due to the surface roughness of the non-baxter spike used by the customer. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia container had a connection issue. According to the report, "when attempting to remove the non-baxter spike, the plastic between the bag and port broke.¿ this occurred at the end of an infusion of caspofungin. The line was then removed from the patient¿s central venous primary line. There was no patient injury or medical intervention associated with this event. No additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.